Event description:
It was reported that an alert for a device in bvvi mode was received via a merlin.net the patient was brought into the clinic for a follow up and did not see any alerts or indication that the device was in bvvi. The patient will continue to be monitored normally through merlin.net.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.